Event description:
The pump was returned for service with a report that unit "turns on a off by itself". No pt injury has been reported. Info was not provided whether or not the device was in use on a pt when the reported situation occurred.